Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, and the caller will call back to reset the pump when a charging pad becomes available.